Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Partial fire & malformed staples. It was reported that during the laparoscopic hepatectomy surgery, could not fire farther after fired a little when severing liver tissue on the 2nd firing and then after fired, noted the staples malformed with irregular shape. Change another one to continue the surgery, the problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. As the patient had infectious diseases, the sample had been discarded.